Event description:
It was reported that the patient presented with a red heart alarm and pump stop. Log files were sent for analysis. The event log captured a driveline disconnect on (B)(6) 2023 @ 1155. No unusual alarms were seen prior to the disconnection. It was later communicated that the patient came into the emergency department with the driveline connected and a stopped pump. It was suspected that the pump stop was caused by an esd event. The pump was not restarted, and the patient was transferred to the intensive care unit. The patient ultimately underwent a heartmate 3 to heartmate 3 pump exchange. Related MFR: 2916596-2023-08431.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1 brand name: corrected, section d4 catalog number: corrected, section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was evaluated following the reported event of a pump stop event. Per the additional information, the pump stop event was due to an electrostatic discharge event, which caused an issue with one of the pump¿s internal electrical components. It was also noted that the pump was successfully exchanged. The pump stop event is addressed under the pump investigation. The submitted log file contained approximately 5 hours of data (29nov2023 from 09:29:21 ¿ 14:45:22 per the timestamp). The data in the log file did not indicate any issues with the system controller. The reported event could not be correlated to an issue with the system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 20may2022. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.